Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4): neurostimulator (ins) for non-malignant pain. The reason for call was pt reported their device was replaced because there was an issue with their adaptive stim feature. Pt stated the issue was found sometime about a month before (B)(6) 2021. The device was explanted.